Manufacturer narrative:
The root cause cannot be identified. There is limited device specific information provided; the product type was not identified, no batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.

Event description:
On (B)(6) 2023, a spontaneous social media report was received regarding a female (age not provided) who used an unspecified thermacare heat wrap. Medical history and concomitant products were not provided. On an unspecified date, the consumer used a thermacare heat wrap for an unspecified indication. The consumer noted she "burnt the crap out of herself with one of these." No additional information was provided.